Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the clinic, the patient's device was explanted in 2008 due to "medical issues". Reportedly, there were faulty electrodes. There was no testing done by cochlear personal. A new device was reimplanted on the same day.